Event description:
It was reported the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 5 and 24 hours. The patient also reported being unsure if the pod's cannula was properly seated in the infusion site (arm) and it eventually became dislodged. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged and was unsure if it was properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.